Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot revealed similar complaints from this lot; however, there is no potential quality issue. Based on available information, the reported incomplete coaptation (single leaflet device attachment/slda) appears to be related to challenging anatomy (large posterior flail). The reported mitral valve insufficiency/regurgitation (mr) was a cascading effect of the reported slda. Mitral valve regurgitation is listed in the mitraclip g4 system instructions for use as a known possible complication associated with mitraclip procedures. Hospitalization and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on 22 august 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4 and a posterior flail. One clip was implanted, reducing mr to a grade of 1. On 23 august 2024, transesophageal echocardiography (tee) showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On 29 august 2024 an additional mitraclip was performed, and two clips were implanted, reducing mr to a grade of 1+.